Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 4mm x 15cm interlock coil was selected for use. During the procedure, the coil prematurely detached in the catheter. Consequently, the coil was removed together with the catheter and it was noted that the coil protruded from the catheter's tip. The procedure was completed with a different device. There were no patient complications reported.